Event description:
Information was received indicating that upon opening when the line was primed, a smiths medical cadd extension was noted to be leaking at the connection point. No patient was involved in this event. No adverse effects were reported.